Manufacturer narrative:
(B)(4). A customer returned an actual sample for evaluation. Visual inspection revealed that the rotating part of the luer lock had skipped the plastic ring backwards. The rotating part was pushed forward to be positioned between the two rings and attached to a stopcock. The luer lock was tightened until activated. The luer lock could be disconnected without any difficulties. The reported condition was not confirmed, and it is unknown what may have caused this condition. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported to baxter (B)(4) of an dehp free administration set in which at the end of the administration of nacl from a fresenius bag; it was impossible to disconnect correctly the set. It was stated that the rotative luer lock separated and slide back along the inlet. There was no patient injury/medical intervention necessary. This reported condition occurred during patient-use. No additional information is available. This is report 1 of 2 of the same reported problem from this facility.